Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) vascular procedure which was completed by using another system. The system log file contains multiple errors related to the power distribution unit (pdu). Due to these pdu errors, multiple devices did not work. To resolve the reported issue, the fse replaced the pdu control module, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.